Manufacturer narrative:
Pending device replacement and potential return of device for analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: complaint-(B)(4).

Event description:
A clinician contacted technical solutions to report a patient that had multiple underinfusion volume discrepancies. The patient alleged a lack of pain relief. For the first volume discrepancy that was observed, the expected volume was 5ml and the actual aspirated volume was 18.5ml. Approximately a month later, another underinfusion volume discrepancy was observed, with the expected volume being 5ml and the actual aspirated volume was 19ml. Physician conducted a dye study. They report that they were able to aspirate from the catheter, and were able to hear the valves clicking during a stethoscope test. They report that they injected dye into the cap with a 10 cc syringe. They report that they did not observe the dye leave the cap after a prime stem and catheter under fluoroscopy. The physician emailed technical solutions fluoroscopy images but did not label the times that the images were taken. After the dye study was performed, a volume check was performed and an underinfusion volume discrepancy was observed. The expected volume was 7.9ml and the actual aspirated volume 20ml. The physician believes that the pump is not functioning correctly. The patient is scheduled for a pump replacement in january.

Event description:
Additional communication confirmed that the pump was replaced and returned for investigation.

Manufacturer narrative:
Pending follow up information. Device was replaced and returned for additional evaluation and investigation. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue found with this pump. Internal complaint number: (B)(4).